Event description:
Baxter reported the following: the connection to the cycler is very loose. Add'l info received from baxter indicates that the lineo cap/lineo shell connection was noted as being loose. The connection was loose in general and was noted throughout the therapy. Even after connecting pt was unsure that it was secure. Was advised by pd unit to tape connection. No pt injury or medical intervention was reported to baxter.